Manufacturer narrative:
Per issue, patient was on lovenox bridging therapy. Lovenox is a clas of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." This may contribute to inaccurate inr or errors in testing. As of 12/17/2010, 111 discrepant results complaint was reported for lot # 234586 yielding a complaint rate of 0.026%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Product in complaint was not designed for patient with heparin bridging. Previous investigation of strip lot met accuracy criteria. No further investigation is required. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: (B)(4) 2010, lab: 1.x (decimal value unknown). Date: (B)(4) 2010: inratio: 3.6, retest inratio: 3.2, lab: 2.7. Lab drawn within minutes of inratio results. Patient bridging with lovenox after stopping coumadin for a procedure.